Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage during post deployment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5mmx25mm, concentric target lesion was located in the non-tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.5 non bsc guide catheter and guidewire was used and a 2.5x12 maverick balloon catheter was selected for pre-dilatation. A 3.50x28mm promus element drug-eluting stent was advanced and deployed. After that, a 3.5x12 non bsc balloon catheter was used for post-dilatation. However, it was noted that the proximal part of the stent was deformed. The physician took the same 3.5x12 non bsc balloon catheter to correct the deformation but, it was unsuccessful. A shorter 3.5 x 15 non bsc stent was advanced to cover the deformed part and completed the procedure. No patient serious injury or adverse event were reported and patient status was stable.